Event description:
It was reported a patient had high impedance post operatively following vns replacement due prophylactic reason. The system was checked prior to replacement and impedance was not high. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
The patient's mother reported that the patient has had an increase in seizures without stimulation (in relation to the high impedance). No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was later reported that the patient's vns was removed. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was later reported that both the generator and lead was removed as opposed to only the generator (as reported on previous report). The device have not been received by the manufacturer to date. No other relevant information has been received to date.